Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was attempting to load a cartridge a cartridge alarm 1 occurred. The customers blood glucose level was 340 mg/dl with mild ketones. Reportedly, the customer delivered a bolus and was able to load a new cartridge successfully.